Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board)for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving vent inop (ventilator inoperable), motor fault, fan failure alarm. Post dac (derived air concentration) or adc (analog to digital converter) error. The customer confirmed that there is no patient involvement associated with this reported event.